Event description:
It was reported that a piece of the product broke off into the cap. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Two (2) pictures were received for evaluation. The sample was received in used condition without its original package. The sample was visually inspected, at 12 inches to 16 inches and normal conditions of illumination. Visual inspection found luer of the product was broken. The most probable root causes are failure is attributed to an exposure of the product to alcohol in combination with excessive force or the luer came weak from supplier. The quality engineer provided training on procedure to the production personnel and notified the medical manufacturing company. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.